Event description:
Hfov was started and placed on pt after previous hfov machine/circuit was found to be broken. This machine was the replacement. Bias flow was set at 35 l/min. The knob was turned to turn the bias flow down to 30 l/min. The knob then fell off. When the knob was off a large circuit leak was heard and seen with the map's falling. This machine was taken off the pt and sent to respiratory biomed. A new ventilator was placed with no injury to pt.